Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address poly wear of the insert and patella, and infection. Doi (B)(6) 2004 - dor (B)(6) 2012 (left knee). Examination of the reported devices was not possible as they were not returned. It has been initially reported the patient was implanted in (B)(6) 2004 and explanted in (B)(6) 2012. It is not likely the devices contributed to the patients reported infection 8 years after implantation. A search of the complaints databases finds no other reports of any kind against the provided product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the insert and patella, and infection. (Left knee).